Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the arctic sun device was turned on a red alarm come up system failed to start, power down, then power back up to retry. Contact medivance service if this message reappears. Despite several attempts at powering down and up the message reappears. Per review of wo, no patient was injured or harmed. Per sample evaluation results on 04aug2025, chiller pump failure.

Event description:
It was reported that when the arctic sun device was turned on a red alarm come up system failed to start, power down, then power back up to retry. Contact medivance service if this message reappears. Despite several attempts at powering down and up the message reappears. Per review of wo, no patient was injured or harmed. Per sample evaluation results on 04aug2025, chiller pump failure.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed chiller pump. The device was evaluated upon receipt. Once the chiller kick-in, alarm reappear with the beeping sound per dymax evaluation. Chiller pump was replaced. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.